Event description:
I had breast augmentation with what I believe to be saline or silicone under the muscle breast implants. Within the first year I began having intermittent severe headaches (not migraines, not sinus, not tension and not hbp) within the next 6 years I had developed chronic depression, anxiety, panic attacks, sudden rashes (unexplained by doctors when I asked my doctor said my implants were good for my lifetime. When I asked doctor implants could be reason for problems, I was told no by at least five doctors. I developed osteoporosis then osteoarthritis. I was having more and more problems with my sinuses, more infections, more allergies. My food intake was being affected. I could no longer tolerate more and more food. There is very little left I can eat now. My hair began falling out, my fingernails and toenails were beginning to change in color and thickness. My bones are now hurting. I have thyroid problems, vision problems, hearing loss and peripheral neuropathy that no one can explain. No one has answers. I've spent a lifetime doing tests and still no answers because no one believes breast implants illness is real. I get prescribed anti-depressant meds because they think its all in my head. I'm slowly dying from the inside out from my implants. They are killing me and I need answers. I'm not crazy, I'm not psychotic....I'm in pain and I'm dying.